Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed power loss ,multiple times. Blood glucose value was 201 mg/dl. The battery was not out of the device for longer than 10 minutes and alarm occurred again after removing the battery for an hour. The customer was advised to discontinue the use of the device. The insulin pump was not replaced or returned for analysis.

Manufacturer narrative:
The power loss, low battery and error alarms were confirmed in the long trace. The pump was also received with minor scratches on the lcd window and case.